Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head failed testing and was unable to interrogate using a known good programmer. The cable was replaced. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned with a programmer. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.